Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transmitter lost connection with the pump for greater than 1 hour. Troubleshooting steps were given but was unable to be completed. Multiple contact attempts were made by tandem technical support to continue troubleshooting the issue; however, the customer did not respond. No additional patient or event information was available.